Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with currents in spec. No unexpected battery out limit and no button error alarm. However, there was intermittent button response due to moisture damage keypad trace. There was moisture damage on electronic assembly. The insulin pump had minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, unresponsive keypad and had moisture damage. The customer's blood glucose reading was 150 mg/dl. The customer stated the insulin pump was exposed to water. She stated the some of the buttons are responsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.